Event description:
Procedure type: hernia. According to the reporter: the pt had surgery on (B)(6) 2013. On (B)(6) 2013, the pt experienced abdominal pain, which was resolved on the same date with medication. The pt was admitted to the hospital for the abdominal pain and treated with paracetamol. The pt was discharged that day home. On (B)(6) 2013, the pt had abdominal pain, which was treated with analgesic medication. Then the pt was discharged on (B)(6) 2013. The pt had had recurrent abdominal pain from (B)(6) 2013. There were not any signs of obstruction, reaction, infection or recurrence.

Manufacturer narrative:
(B)(4).